Event description:
Drive devilbiss healthcare was notified of an incident involving a bath seat by an occupational therapist, who stated that the plastic part of the seat that holds the rear left leg broke off, causing the end user to fall. The end user, who had sustained a concussion ten months prior to the incident, reportedly began demonstrating symptoms again and sought medical attention. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.

Manufacturer narrative:
Drive devilbiss healthcare previously reported the serial number as unknown for MDR 2438477-2025-00007. Section d4 has been updated with the serial number (B)(6).